Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer initially reported an over infusion, however, when asked for a detailed description, stated that the nurse was attempting to increase the drip rate of an unspecified medication to support the patient's blood pressure, and the pump module turned off. The nurse attempted to change the pump module to a different pcu "unsuccessfully" which then led to the infusion having to be reprogrammed. This delay caused the patient to require an increased need for pressure support. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
Patient age and dob requested but not provided. The event reportedly occurred in the picu; therefore it is presumed that the patient was a pediatric patient. The customer¿s report of the device shutting off during an infusion was confirmed in the pump module event log. Physical inspection of the device noted the instrument seal not present. The only observed anomalies were dull iui connectors and a damaged isolation rib on the right iui. Analysis of the pcu event log shows pump module s/n (B)(4) was last used with pcu s/n (B)(4) and programmed to infuse at a rate of 26.7188ml/hr with a vtbi of 44.685ml at 10:10 pm on 17 november 2018. At 11:36 pm, the user programmed the infusion to run at 21.375ml/hr with a vtbi of 6.6ml. At 11:41 pm, the user programmed the infusion to run at 21.375ml/hr with a vtbi of 25ml. At 12:51 am on 18 november 2018, the primary infusion completed and the device transitioned to kvo at the kvo rate of 5ml/hr. At 12:53 am, the user programmed the infusion to run at 21.375ml/hr with a vtbi of 20ml. At 1:09 am, the user programmed the infusion to run at 21.375ml/hr with a vtbi of 245ml. At 2:12 am, the user programmed the infusion to run at 16.0312ml/hr with a vtbi of 222.695ml. At 12:50:54 pm, unit a is powered on. At 12:51:07 pm, unit a is powered on. At 12:51:38 pm, unit a is powered on. At 4:33 am, the user programmed the infusion to run at 21.375ml/hr with a vtbi of 184.936ml. At 6:25 am, the user programmed the infusion to run at 26.7188ml/hr with a vtbi of 145.184ml. At 11:29 am, the user programmed the infusion to run at 26.7188ml/hr with a vtbi of 26ml. At 11:53 am, the user programmed the infusion to run at 26.7188ml/hr with a vtbi of 245ml. At 12:50 pm, unit a is powered on. At 12:52 pm, unit a is powered on with a different pcu (pcu s/n (B)(4)). Functional testing of the device was not able to replicate a channel disconnect. The root cause of the cause of the customer¿s report of the device shutting down was not identified. The pump module event log does not indicate the device shut down, however it does show multiple power on events without a power off event, that suggest a channel disconnect or other communication error occurred.

Event description:
The customer initially reported an over infusion in the picu, however, when asked for a detailed description, it was clarified that the nurse was attempting to increase the drip rate of an unspecified medication to support the patient's blood pressure when the pump module turned off. The nurse attempted to change the pump module to a different pcu unsuccessfully and the infusion was reprogrammed. This delay caused the patient to require an increased need for pressure support. There was no report of lasting harm caused to the patient.